Event description:
The user facility reported that the power on the high definition lcd monitor turned off. The procedure was completed using a similar device. There was no report of patient harm or user injury due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported power issue was confirmed and found to be caused by a printed circuit board failure. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.